Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: the display was confirmed to be dim and pink. There was visible moisture and corrosion in the battery compartment. Unrelated to the original complaint, the battery compartment had a crack on the left side of the grip pad. The leak test failed due to a leak from the battery compartment crack. The pump cover was opened, and no moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.